Event description:
Site called berlin heart clinical affairs (ca) to report the drive line had a small crack and air was leaking out. The crack is on the proximal end where it connects to the pump. The driveline in question was exchanged by the site. Ca immediately made arrangements for the return of the product and replacement. The patient was not harmed and was fully supported throughout the event.

Manufacturer narrative:
(B)(4). The excor driving tube lot 00025341 was used from (B)(6) 2014 for 160 days. The driving tube that is the subject of this report was evaluated by the manufacture of the driving tube. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. The driving tube split at a known position near the transition from the thicker to the thinner segment. This area of the driving tube is where the most stress is applied by external forces during use. Excessive external forces can cause a split in the driving tube. Based on findings of similar complaints, manufacturer has implemented a corrective action and changes were approved by the FDA reference # (B)(4). The lot 00025341 was manufactured prior to this change.